Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 or (B)(6) 2015 due to high blood glucose levels and diabetic ketoacidosis. The customer stated that her healthcare provider stated that there was something wrong with the insulin pump. The customer also received a no delivery alarm, which was resolved by a complete set change. The customer's blood glucose was unknown. The customer stated there were no significant events leading to the hospitalization. Troubleshooting was done. The customer ran a manual prime, and insulin did exit the tubing. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer's cannula was neither bent nor occluded. The customer would call back in order to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.